Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number; k101880.

Event description:
It was reported that the transfer mount internal hex of the (tsvtwb10) implant broke off during insertion into type I bone. The implant and screw were removed. Another implant was placed during the surgery.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual inspection of the returned product identified a large amount of damage about the implant drive feature, debris and abrasion at the threads. The implant mount is confirmed to be fractured at the hex feature. The mount screw is worn and contains some debris at the threads. The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage. Complainant reported that the transfer mount hex broke off during insertion into type I bone. The implant and screw were removed another implant was placed during the same surgery. The reported event is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.